Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test due to faulty force sensor. No motor error alarm noted during testing. The motor passed the motor test. The device was received with cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.

Event description:
It was reported that the insulin pump alarmed motor error during bolus attempt. The blood glucose reading was 80 mg/dl. No significant events leading to the alarm were observed. The customer stated that the device had not been dropped nor bumped. It was also observed that the device had not been exposed to an electromagnetic field. Advised discontinuation of the insulin pump. Nothing further reported.